Event description:
It was reported that the ventilator does not pass "internal leakage", "safety valve" and "pressure transducer" tests during the pre-use check. (B)(4). Manufacturer ref #: 1038mcc0534.

Manufacturer narrative:
(B)(4).